Event description:
Caller reported that insulin gauge displayed an amount different than expected, leading to a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the same cartridge and instructed them to disconnect and deliver a 10.2 unit bolus, which resolved the issue.